Event description:
It was reported during implant procedure that the right ventricular lead exhibited no capture and low pacing impedance. The lead was exchanged. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray found that the inner coil was over torqued at the connector region, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.